Event description:
During CABG operation, suddenly the rotaflow unit was stopped by "error b-temp". The font switch didn't respond when switched. They tried ot turn off-on the rear switch, and they could start up the unit at last. After that, it was no problem to operate during the operation.